Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-apr-04, information was received from an healthcare professional (hcp), regarding a patient receiving an unknown drug via an implantable pump. It was reported the patient was admitted at the emergency room with overdose symptoms. The hcp was not used to handling pump and requested a manufacturer representative (rep). "No cap or reservoir empty is possible. Place magnet on the pump to induce motor stall while waiting for rep to come." No further information provided.